Event description:
Rptr's facility owns 3 ventilators, 2 of which are mounted on MFR's cart. In 1993, one of the carts was toppled while a respiratory therapist was pushing it. There was no personal injury involved & the ventilator was sent to MFR for repair (cost was over $1000). In 1994, MFR sent yellow stickers to the facility to affix to each cart. The message on the sticker was, "caution: use caution when moving cart to avoid tipping." The facility also received a notice from MFR stating that it is necessary to apply loctite adhesive to the caster threads to secure them in the frame. The notice said that the casters would loosen with use, making the cart unbalanced. Rptr applied the stickers & loctite to both carts. In 7/95, another cart was toppled in the same manner. Damage was minimal this time & the ventilator was repaired in-house for under $100. Since the casters had not come unscrewed in either situation, the cause of the accidents seemed to stem from the fact that a person was trying to roll a topheavy cart. However, the top shelf of the cart is MFR's suggested mounting position for the ventilator. While there was no personal injurys involved in either situation, the potential was certainly there.